Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experience: pain, extrusion, infection, urinary problems, recurrence, bleeding dyspareunia.

Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.